Manufacturer narrative:
Manufacturer ref# (B)(4). The purpose of this MDR submission is to document the findings of the device investigation. The stent was found deformed (out of shape), which meets the applicable regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. A functional test with a lab sample microcatheter was attempted; however, high resistance was met while trying to advance the distal markers of the stent through the introducer. Microscopic inspection revealed a stretched condition on the positioning coil, and misalignment of the distal markers of the stent. As a result of the marker misalignment of the stent, a supplier quality investigation was requested concluding the following: the complaint device was returned with the delivery wire still loaded into the introducer tube. Free movement of the introducer tube over the delivery wire was observed. The investigation focused primarily on the alignment of the markers. Upon inspection, the specimen exhibited discoloration at the proximal solder joint, appearing black in color, along with white residue present both at the proximal solder joint and at the transition grind from the coil to the core joint. Additionally, the specimen also presented stretched coil damage near the distal solder joint. Please note, during the packaging process, the product undergoes multiple inspections under magnification prior to product release. A review of the device history records for the involved lot does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling and/or procedural factors have contributed to the event as reported. The issue reported regarding the impeded condition of the stent is confirmed; it is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the misaligned markers of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm (encr402312/9664728) was impeded when the stent passed the microcatheter tip for a short section, and it could not advance any more. The physician only retracted the stent alone and switched to a new one to complete the procedure. The microcatheter was not replaced. Additional information received indicated that the event did not result in any undue procedural delay that could be considered clinically significant. A j&j prowler select plus microcatheter was used. The target vessel was the basilar artery. No relevant anatomical information was included. The device did not appear damaged at any time. Nothing was noted to be obstructing the microcatheter. Continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis of the returned device, the stent was deformed (out of shape).